Manufacturer narrative:
E.1. Initial reporter phone#: 03 60 12 52 94e.1. Initial reporter email address: christophe.bazin@clinique-de-leurope.frh.6.investigation summary:one picture sample was received for evaluation by our quality engineer. Through visual inspection of the picture, damage was observed to the syringe barrel between the 5ml scale marking and the 10ml scale marking. The dented syringe barrel resulted in the reported leakage. A device history record review was performed for provided lot number 1805263 and the review did not reveal any quality issues during the production process that could have contributed to this incident. It has been determined that the damaged barrel resulted from an undetected hit or damage within the manufacturing equipment or transport system. Based on the preventive measures in place and the current inspection plan, we believe this was an isolated incident with an unlikely reoccurrence. The manufacturing facility has been made aware of your experience for further attention. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.investigation conclusion:it has been received 1 picture for investigation. Upon visual inspection of this picture, it can be observed a damage on syringe barrel between 5ml and 10ml mark of the scale. The barrel is dented and this is the cause of leakage. DHR of lot 1805263 has been reviewed not finding any annotation or deviation regarding the alleged defect.this damage has been caused because barrel resulted hit or damaged in manufacturing equipment or transport processes in manufacturing area.according to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team.in addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304):1. Visual inspection- molding: 2 injections per shift- printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift- assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift- primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift.- secondary packaging: 1 shelf-package per pallet2. Functional inspection- printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot.- assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot.- primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot.although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a hit or damage on barrel in manufacturing equipment or transport processes in manufacturing area. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.in order to reinforce our customer satisfaction, we would like to inform you that our manufacturing facility was alerted of your experience, raising the awareness on the production floor in order to pay more attention to this matter (see attached email).complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.root cause description:hit or damaged on barrel in manufacturing equipment or transport processes in manufacturing area.rationale:based on qda limits for this product and defect no corrective action is required at this time. H3 other text : see h.10

Event description:
It was reported that bd plastipak¿ syringe broke at the barrel level, causing leakage. No serious injury or medical intervention was reported.